Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfiles cannot confirm the reported issue. Upon troubleshooting actions, fse identified that the ups and fuses were blown. The defective parts ups 1phase data integrity battery sp ((B)(6)) and ups 1phase data integrity battery sp ((B)(6)) were returned for analysis and concluded that the ups 1phase data integrity battery sp ((B)(6)) was failed due to the electronic defect and for ups 1phase data integrity battery sp ((B)(6)) concluded that no failure was observed. Fse replaced the ups and fuse in the pdu. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not boot up. The device was not in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.